Manufacturer narrative:
At this time, the product has not been returned. If the product is returned, analysis will be performed and this report would be updated at that time.

Event description:
Additional information was received in which it was confirmed that this right atrial (ra) lead was fractured and replaced as a result. No additional adverse patient effects were reported.

Manufacturer narrative:
As no further information concerning this report is available at this time. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this right atrial (ra) lead was not working and was previously capped. This lead was then explanted and replaced due to a therapy upgrade. No additional adverse patient effects were reported.